Manufacturer narrative:
A third-party service agent evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The third-party service agent replaced the device's therapy pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Event description:
It was reported to physio-control that the customer's device had its service wrench led on. The device had logged an event code that is indicative for a failure of the h-bridge. This might cause that the device will not deliver the negative portion of the biphasic defibrillation waveform and that the defibrillation energy output is lower than expected. There was no patient use associated with the reported event.